Event description:
It was reported when the patient recharged the stimulator, she received a shock from it. The patient was pressing the recharger tight to the skin and using a girdle-like garment to prevent the recharger antenna from moving. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Lead: model 3998, lot #v007781, implanted: (B)(6) 2008. Extension: model 37082-60, serial #(B)(4), implanted: (B)(6) 2008. Programmer: model 37743, serial #(B)(4).